Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. There was no reported adverse impact to the customer. Upon follow up, the customer indicated that the alarm occurred due to user error and was resolved. The customer declined assistance from tandem technical support regarding the issue, therefore no additional information could be obtained.